Event description:
The complainant reported that the transducer in the custom kit reads properly at the beginning of the pediatric coronary angiography procedure, but is not measuring correctly when measuring the right heart pressure. There was no harm or injury to the pt.

Manufacturer narrative:
Evaluation: an evaluation has not yet been performed. A follow up report will be submitted when the evaluation is complete.